Event description:
Laparoscopic cholecystectomy- "clip applier was misfiring and spitting clips." Patient status: "recovering normally from surgery."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and experienced improper clip loading similar to the customers' experience. The unit was disassembled and it was found that a clip feeding component was not within specification. The root cause of the improper clip loading was due to the incorrect height of the feeder teeth. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching inspection enhancements intended to minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.